Event description:
The user facility reported that an employee was loading the sterilizer using a 60" loading car and experienced back pain during this movement. The employee was able to complete the loading process. The employee went to the emergency room and remained off work for several weeks. The employee has returned to work and is fine. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that the swivel wheels on the loading car required replacement. The technician replaced the swivel wheels, tested the loading cars and returned them to service. The loading car subject of the reported event was manufactured in 1996 and is not serviced and maintained by steris. Steris has determined this event to be isolated.